Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filling this report shall be filed on a supplemental MDR. DHR review performed: a review of synthes device history records for manufacturing revealed no complaint related issues. Investigation could not be completed, no conclusion could be drawn as no device was returned.

Event description:
It was reported during surgery due to a tibial plateau fracture the norian sra rotary mix would not mix and go into the syringe. The mix that failed was brought from another hospital. There is no information about the hospital or the reason to transfer the mix. Surgeon used a different batch from (B)(6) hospital supply and successfully completed the procedure. There was no patient injury but surgery was extended approximately 20 minutes.